Manufacturer narrative:
(B)(4).

Event description:
(B)(4): information was received from a healthcare provider (hcp) regarding a patient who received an unknown drug (unknown concentration or dose) in an implantable pump for spinal pain. The patient was having a thoracic and lumbar spine MRI to check for catheter tip placement. The procedure was stated to be due to a problem with the device or therapy. No patient symptoms were reported. Additional information was requested from the hcp regarding drug information, concomitant drugs, pertinent medical history, to clarify the device or therapy issue, when the issue began, and the results of the MRI. If additional information is received, a follow-up report will be submitted.